Event description:
It was reported that during the device change out procedure, the existing right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD) and a tug test was performed to test the connection. The rv lead pulled back from the terminal pin, so the physician elected to surgically abandoned the pace/sense portion of the lead and replace it. The new ICD remains in service. No additional adverse patient effects were reported.